Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, the nail connection piece cracked. Could have happened in a previous surgery, but was not caught.